Event description:
Subsequent to the previously filed report, additional information was received: it was clarified that the stent was implanted one month before the valve implantation. Agiography was performed after valve deployment and revealed the thrombus. It was clarified that the main was closed because of the thrombus. To treat the thrombus, heparin was administered and balloon angioplasty was performed. The procedure was completed and the patient was reported to be stable when leaving the procedure room. The patient passed away in the hospital, during the night.

Manufacturer narrative:
An event patient effects of thrombus, cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This complaint was reviewed by a medical engineer. Based on the information received, the cause of the reported thrombus and cardiac arrest could not be determined. The cause of the reported death was due stop flow in main left coronary and due to the patient did not take her medications before, which caused the situation of thrombus in the arteries, per physician. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4871 coronary obstruction/occlusion. Medical device problem code: 2976 material deformation; 4001 patient device interaction problem.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation, utilizing a small flexnav. The navitor was perfectly deployed with good depth, and no coronary obstruction. Post implant, the patient developed a thrombus. It was noted that the thrombus was not due to the navitor device. The patient¿s heart stopped, manual compressions were performed for thirty minutes, the patient was placed on extracorporeal membrane oxygenation (ECMO) system, and stenting of the interventricular artery (iva), circumflex artery (cx), and main left coronary artery was performed. It was noted that the stent in the main left was corked. On (B)(6) 2025, the patient died. The cause of death was due stop flow in main left coronary. It was noted that the patient was in good condition prior to the implant procedure. In the physician's opinion, the cause of death was not due to the navitor valve but was due to the patient did not take her medications before, which caused the situation of thrombus in the arteries.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.